Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 14-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, it was determined that the drawer was jammed and failed to open. A field service engineer contacted customer and assisted the customer to recover pocket. Customer was able to resolve the issue by recovering the pocket. The system functioned as intended after the field service engineer assisted the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer jammed and would not open. The customer attempted troubleshooting by unlocking the door, but the issue still persists. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.